Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Oversensing and noise were also observed. The lead was programmed off, and ultimately explanted and replaced. No patient complications have been reported as a result of this event.